Manufacturer narrative:
Initial trend analysis for lot 50256 was conducted, no malfunctions were found. This is the only complaint for lot 50256. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A nurse at a senior care center reports that when using easytouch safety pen needles on various patients, with various different insulin pen brands and different amounts of insulin, the safety pen needles are not completely injecting the insulin dosage into the patients. The nurse can often flip the safety pen needle over after use and some of the insulin dose will be found still inside the pen needle safety cover. This has caused the patient's blood sugars to rise.

Manufacturer narrative:
Primary test results of reserved lot investigation of lot 50256, no abnormalities were found with the product. The affected device was returned to the cmo for actual product testing, during device testing the cmo did a simulation test of the product and found no abnormalities or malfunctions when product is used per updated IFU.

Event description:
A nurse at a senior care center reports that when using easytouch safety pen needles on various patients, with various different insulin pen brands and different amounts of insulin, the safety pen needles are not completely injecting the insulin dosage into the patients. The nurse can often flip the safety pen needle over after use and some of the insulin dose will be found still inside the pen needle safety cover. This has caused the patient's blood sugars to rise. During a follow up call to the senior care center, the spokes person stated that the insulin pen brands being used in conjunction with the easytouch safety pen needles are; lispro kwik pen - humalog insulin, novolog flex pen, basaglar kwik pen, lantus solostar.

Manufacturer narrative:
Based on the reserved lot investigation of lot 50256, no abnomaltities were found with the product. However, the circumstances of the complaint was traced to inadequate instructions of device use and in the future the IFU will be modified to further establish techniques for controlling the use of the safety pen needles.

Event description:
A nurse at a senior care center reports that when using easytouch safety pen needles on various patients, with various different insulin pen brands and different amounts of insulin, the safety pen needles are not completely injecting the insulin dosage into the patients. The nurse can often flip the safety pen needle over after use and some of the insulin dose will be found still inside the pen needle safety cover. This has caused the patient's blood sugars to rise. During a follow up call to the senior care center, the spokes person stated that the insulin pen brands being used in conjunction with the easytouch safety pen needles are; lispro kwik pen - humalog insulin, novolog flex pen, basaglar kwik pen, lantus solostar.

Event description:
A nurse at a senior care center reports that when using easytouch safety pen needles on various patients, with various different insulin pen brands and different amounts of insulin, the safety pen needles are not completely injecting the insulin dosage into the patients. The nurse can often flip the safety pen needle over after use and some of the insulin dose will be found still inside the pen needle safety cover. This has caused the patient's blood sugars to rise. During a follow up call to the senior care center, the spokes person stated that the insulin pen brands being used in conjunction with the easytouch safety pen needles are; lispro kwik pen - humalog insulin, novolog flex pen, basaglar kwik pen, lantus solostar.

Manufacturer narrative:
Primary test results of reserved lot investigation of lot 50256, no abnormalities were found with the product. The affected device was returned to the cmo for actual product testing, during device testing the cmo did a simulation test of the product and found no abnormalities or malfunctions when product is used per updated IFU.

Manufacturer narrative:
Based on the investigation completed, the root cause of the complaint is from the user failure of not pressing firmly enough on the safety pen needle for effective use. No abnormalities were found during manufacturing.

Event description:
A nurse at a senior care center reports that when using easytouch safety pen needles on various patients, with various different insulin pen brands and different amounts of insulin, the safety pen needles are not completely injecting the insulin dosage into the patients. The nurse can often flip the safety pen needle over after use and some of the insulin dose will be found still inside the pen needle safety cover. This has caused the patient's blood sugars to rise. During a follow up call to the senior care center, the spokes person stated that the insulin pen brands being used in conjunction with the easytouch safety pen needles are; lispro kwik pen - humalog insulin, novolog flex pen, basaglar kwik pen, lantus solostar.